Event description:
Upon foley insertion urine flash received, rn attempted to inflate balloon on catheter with 10cc sterile water per foley instructions (10 cc listed on balloon catheter). Per protocol foley placement was checked, however catheter was easily removed from patient with balloon not intact. Two registered nurseschecked intergrity of balloon and noted it did not inflate and sterile water went to foley bag.